Event description:
It was reported that the new tubing did not spike into the blood bags and other components of the device were not as stiff as they used to be made. If the filter in the #4 spot is not set in perfectly, the machine will not work. There was no reported patient involvement, and no patient harm reported.

Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-08160-00 for details pertinent to this event.